Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on (B)(6) 2026. An investigation was conducted on (B)(6) 2026. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. The silicone insulation on both the cold and hot jaws was observed to be peeled back from the tips of the hot and cold jaw. There was no melting observed on either jaws. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failures "material twisted/ bent wire" was confirmed, however, the reported failure "melted; jaw" was not confirmed. The analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000526961 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during the procedure, the tip of vasoview hemopro 2 was bent and melted. The procedure was completed with a new device. There was no harm reported. There was slight delay. Nothing detached into the harvesting tunnel or inside the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.